Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately high compared to another device (the onetouch vita meter). The following complaint was classified based on information obtained from the customer service representative (csr). On an unknown date/time, the patient reportedly obtained blood glucose readings of ¿150mg/d¿ with the subject meter and ¿90mg/dl¿ with the vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr¿s documentation, in response to the ¿150mg/d¿ reading, the patient reportedly administered an additional 2 more units of insulin (total dosage not specified); subsequently the patient developed a symptom of low blood glucose (specifying ¿ravenous hunger¿) 30 minutes later; and as self-treatment, the patient reportedly consumed glucose tablets an unknown time later. The patient denied testing with another device after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr also noted the patient performed a quality control test which passed. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/22/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow #4 - correction: this supplemental is being submitted as the evaluation codes were omitted from follow-up #3.

Manufacturer narrative:
Follow-up # 3 - device evaluation: a DHR (device history record) was completed on 06/05/2015 for this product and no deviations, non-conformances, or reworks were observed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/06/2014).the patient¿s test strips have been returned on 4/23/2014 and evaluated by lifescan product analysis on 4/23/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. However, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.